Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc (isi) has not received the harmonic ace instrument involved with this complaint. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment from the harmonic ace instrument fell into the patient and was retrieved. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace suddenly did not work. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed using a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment left. No further details were provided despite multiple follow-up attempts.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer-reported complaint. Fa found the primary failure of the instrument blade broken to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.132¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode broken instrument blades are typically attributed to the user. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The probable root cause of this failure is typically attributed to mishandling/misuse.